Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving infumorph (10 mg/ml at 1.46 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported that yesterday ((B)(6) 2019) the fluid aspirated from the reservoir was cloudy and purulent so caller did a couple of saline rinses prior to refilling the patient's pump with new medication. Caller stated the patient has been having "extensive radiation" and inquiring if there could be distortion of the it meds in the pump with radiation treatment.